Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that when the patient was being cleaned and turned, the side rail lowered as the patient leaned on it. The patient fell and sustained bruising (minor injury).

Manufacturer narrative:
Arjo became aware of an event involving the citadel plus bed frame. The customer reported that, while the patient was being cleaned and turned, the side rail lowered as the patient leaned on it. As a result, the patient fell and sustained minor bruising. The device was inspected by an arjo representative. The side rails were checked, and no visible damage was found. No malfunction of the side rail locking mechanism was observed. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and forcefully, the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, the side rail could open unexpected, due to the locking pin moving out of its intended position, after the blue release lever was pulled. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed as reportable due to the allegation that the side rail opened when the patient leaned on it. This may led to a patient fall and a serious health consequences as a result.

Manufacturer narrative:
Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The arjo service technician inspected the device and found no malfunction in the side rail locking mechanism. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. The process of analyzing the data is ongoing to establish the root cause of the reported event.

Manufacturer narrative:
Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised¿. ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended¿. The operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The process of gathering and analyzing the data is ongoing to establish the root cause of the reported event.